Event description:
A patient reported blood glucose results of "79 and 34 mg/dl" with a lifescan meter, performed 10 minutes of each other. Thereby indicating a potential malfunction of the meter in terms of precision. Lifescan is replacing patients meter and control solution.